Event description:
Report received of a pt death while the device was in use. It was reported that the pt was receiving pain management therapy with morphine sulfate post-operatively after total knee replacement surgery. The pump settings are not known. No further info was available.